Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had power loss and failed battery test alarms. The blood glucose at the time of the incident was 249 mg/dl. It was stated that they had tried three batteries. Troubleshooting was performed and no error alarms were received when inserting the battery. The mother called later to report receiving another power error alarm. Blood glucose level was 331 mg/dl. Troubleshooting was not able to resolve the issue. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed power error, power loss and failed battery test alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.